Manufacturer narrative:
Exemption number e2017017. (B)(4). After the event, the customer replaced the power cord, which was suspected to be the cause of the electric shock by the customer. The replaced cable was made available to the manufacturer's service technician on site for visual inspection. The optical check did not reveal any abnormalities of the replaced main cable. An error could not be detected and a functional check of the system did not reveal any errors. A more detailed examination of the cable was not possible as the customer disposed of the power cable. The system was repaired by the customer and remains operational. No furthers actions are planned by the manufacturer at this time. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis avantic gen2 system. The user reported receiving an electrical shock from the main cable, however, no medical treatment was required. There is no report of impact to the state of health of any other patient or operator involved.